Event description:
Will not pass post test, a constant audible alarms, all leds on front panel lit - turbine will not start. Nurse stated they thought there may have been loose connection between ac adapter and vent. No patient harm reported.